Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. Date of event estimated based on date of publication. Concomitant medical products: stent: endeavor (52), endeavor resolute (91), cypher (77), xience v (160). The xience v stents referenced are being filed under a separate manufacturer report number. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, myocardial infarction, thrombosis, and restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU), as known patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
The following events were noted through a periodic article review entitled "intravascular ultrasound assessment of drug-eluting stent coverage of the coronary ostium and effect on outcomes". A retrospective, single-center study was performed from march 2008 to september 2010. A total of 459 lesions were treated. Results with follow-up duration of 8.7 +/- 2.8 months, 24 lesion had angiographic in-stent restenosis, acute malapposition (43 of 229), 3 lesions had nonflow-limiting edge dissection. Follow-up duration was 31.1 +/- 11/4 months: acute myocardial infarction occurred in 6 (1.3%) including 3 (0.7%) with definite stent thrombosis and target lesion revascularization was performed in 26 (5.7%) of whom 9 underwent repeat percutaneous coronary intervention because of ostial restenosis. The following drug-eluting stent types were used: 76 promus stents, 160 xience stents, and 220 non-abbott stents. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. No additional information was provided.